Event description:
It was reported the customer had a failed selftest alarm on their insulin pump. Customer's blood glucose was 210 mg/dl. Customer's husband stated the alarm did not occur during the rewind/prime sequence. The customer was instructed to perform and easy bolus and it was found the correct bolus ammount was recorded in the bolus history. Customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a64 during self test due to faulty electrical component on the radio frequency board. The insulin pump has minor scratched display window and cracked reservoir tube lip.